Event description:
The customer reported incorrect dose administration in fourteen (14) pts. One (1) pt was treated with non isocentric technique, resulting in an overdose close to 12% higher than prescribed.

Manufacturer narrative:
Varian's investigation involved review of treatment data records, device use, device function, device labeling and clinical impact of the event. It was determined through the results of the investigation that the customer did not follow varian instructions for use. The user created a manual contour in eclipse, but did not modify the default hu value from -1000 hu (air) to 0 hu (water). Varian's user documentation provided adequate instructions to correctly calculate the dose using the phantom, assign CT value for the structures, and highlights the importance of verifying the dose calculation and dose display against independent verification methods in treatment planning for external beam. The clinical evaluation identified one pt had rec'd a 22% differential under dose between the prescribed dose and actual delivered dose. The 22% differential could result in a lower biological effect and possible treatment failure. Varian concludes the event is caused by user error and not a malfunction of the device. Device performed according to specifications. The customer will be notified of our findings based on the investigation and conclusions of the evaluation. No add'l follow-up to this MDR is expected.